Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from september 03, 2019 - september 04, 2019. H10: the device was received with no fluid in the bladder. The tubing was cut where the customer drained the drug fluid. The tubing was subsequently connected and functional testing was performed which revealed the absence of flow coming from the white flow restrictor. Force prime was attempted numerous times, but flow was not observed. Microscopic inspection was performed to the flow restrictor which revealed crystallized drug blocking the fluid path at the distal end of the capillary glass located inside the white flow restrictor housing. The reported condition was verified. The cause of the drug crystallization could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The device has been received, and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during patient infusion. The device had been filled with endostar (240ml) plus 0.9% sodium chloride. There was no report of patient injury, or medical intervention associated with this event. No additional information is available.